Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a suture was used. The suture was easily detached from the needle. It was not a control release needle. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? What is the lot number? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Events reported via: mw# 2210968-2024-00328; mw# 2210968-2024-00329 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2024 additional information was requested, the following was obtained: what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)?: unk. What is the lot number?: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.: the device has been received at sukagawa and will be shipped. Please check rmao. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and needle suture outside its packaging that pertain to the product code 10x82. This product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.